Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 46446 was verified on power up of the pump. Event log reviewed and found to show the error code occurred. Use testing performed. The microprocessor board was replaced to resolve the issue. The problem source is the microprocessor board.

Event description:
Information was received that the cadd solis pump had error code 46446. No reported adverse effects.

Manufacturer narrative:
One cadd solis pump was returned for analysis in used condition. The customer complaint was confirmed. Service replaced the microproccessor board. Use testing was performed. The root cause is the microprocessor board.